Manufacturer narrative:
Stryker evaluated the device and verified the reported error codes in the device logs. Root cause was the customer performing the user test after immediately powering on the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The reported event is not reportable. The issue is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. The error occurs when the user attempts to run a user test immediately after powering on the device. As a result the potential and actual severity of harm would be no adverse health consequences.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.